Manufacturer narrative:
Unit was received with unresponsive buttons due to corroded keypad traces. No button error alarm. Unable to confirm unexpected restart alarm due to unresponsive buttons. Scratched lcd window and missing end cap sticker were noted during visual inspection. (B)(4).

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 15 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.